Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 30jan2019. Followed up with customer and customer states that the flow sensor assembly was replaced; all testing passed and unit is back in service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 20apr2019. A gas delivery system (gds) was returned for analysis. An investigation was performed on the returned component and the failure analysis technician reported the root cause was isolated to an accumulated debris in the air flow path closest to the air inlet port led to the unit failing high air flow value set points by delivering flows below specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Philips technical support advised customer to check the work that they performed as they were not having these codes before the servicing of the unit. Advised to check the ribbon cable connections. Customer reports that he put the old flow sensor back in and the error codes went away. Out of box replacement sent to the customer. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer requesting support for error codes: 100b-watch dog error. Customer replaced flow sensor assembly due to flow readings being low during pvt. Unit is now displaying additional error codes. No patient/user harm reported. The event date was not specified; estimate used.